Manufacturer narrative:
Customer reported the vision camera misread a weakly positive reaction as negative. Upon review of the gel card image, the customer felt the weak agglutination should have at least triggered the vision to post a flag. Ortho field engineer (fe) arrived on site. Fe cleaned camera diffuser plate and performed camera calibration and verification-passed. Customer processed quality controls and customer accepted repairs to instrument. Repairs have returned this instrument to expected operation. R&d performed an analysis of the cims - the vision cims has met the following concordance requirement according to the cims verification: the cims shall demonstrate positive/negative concordance of 99% or greater with provue read or manual read for direct and indirect antiglobulin testing at the lower 95% confidence limit. However, the two columns in question have atypical weak positive reactions and are being graded as negatives by the current ips v2.2.1.0. (B)(4).

Event description:
Customer reported the vision camera misread a weakly positive reaction as negative. Upon review of the gel card image, the customer felt the weak agglutination should have at least triggered the vision to post a flag. The patient being tested had history of anti-m and was tested with 0.8% selectogen lot vs131 exp 8/14/18 in igg gel card, lot 032918001-11. The antigram shows the donor in cell I is m + n- and donor in cell ii is m+ n+. The customer expected the vision to flag the reaction with cell I. The patient had been transported to this facility from a sister hospital. The customer was informed by the other facility that this patient had an incompatible crossmatch but had no additional details. The customer had already reported out the negative antibody screen result but began an investigation after this information was received. It was at that point that the review of the image was made and the misread was discovered. Issue started on: (B)(6) 2018 customer retested the sample and again the vision did not flag the weak agglutination and interpreted the reaction as negative.